Event description:
The catheter had to be removed in the or (the pt was put under anesthesia) with the help of a catheter guide to puncture the balloon. No other medical treatment was required.

Event description:
The catheter had to be removed in the or (the pt was put under anesthesia) with the help of a catheter guide to puncture the balloon. No other medical treatment was required.